Event description:
It was reported that the atrial lead dislodged eight months post implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. However, it was noted that the distal and proximal conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the inner tubing was kinked/buckled, the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the guidetooth was damaged, the lead was stretched, and there was apparent explant damage.